Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified disposable tubing where the tubing caused proximal occlusion alarms. There was no report of patient harm. No other additional information was provided on this case.